Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: date of event changed to (B)(6) 2018. (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. No visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. Images taken do not show blurry spots or specks. Images were of good quality. Based on the results of the evaluation, the reported failure mode "poor quality image" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial# conforms to all applicable product specifications. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial# conforms to all applicable product specifications.